Event description:
A caller reported a malfunction on a pump while it was on the charger. There was no adverse impact on the customer¿s blood glucose level since it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to call back if the issue reoccurred, and they acknowledged and understood the instructions.